Event description:
Customer reported that they responded to a call on (B)(6) 2013 around 1815 hours regarding an unresponsive male patient with agonal breathing. Patient was in his early (B)(6). Bystander manual CPR was in progress when the crew arrived. The crew deployed the autopulse platform with no issues. However, the orange "pause" button did not work when the crew pressed it to ventilate the patient. An oropharyngeal airway (opa) and a bag valve mask (bvm) were used to ventilate the patient. The only way that the crew was able to stop the device from compressions was to shut it off completely using the on/off switch. Customer was still able to use the device, but supplemented autopulse use with manual CPR when needed. Customer also stated that there were a few times where CPR was delayed due to trying to get the device to operate and re-adjust the lifeband. Each time, the device was stopped for a pulse check or to position the patient, the crew had to shut it off completely, then go through the deployment steps again. The crew continued to use the device since compressions were functioning normally. The patient was removed from the device within a minute or two of arriving at the hospital at the request of the doctor. When the customer left the hospital, the patient was on a ventilator and had a pulse and a decent blood pressure. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.